Event description:
It was reported that approximately six months post op, "the clamp" on one side of the l4 level was loosened. The patient reported no symptoms, and no revision surgery was planned.

Manufacturer narrative:
Device has not been explanted, product evaluation is not possible. Two x-rays were sent to manufacturer, none of them could confirm the loosening of the device. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.